Event description:
It was reported that the patient had presyncopal episodes and the electrocardiogram showed heart rates in the 30-40 range. Also, the lead trend showed that over a two day period there was a significant increased in the atrial lead impedance and a smaller increase in the ventricular lead impedance. There were also variable r-waves. It was noted that the symptoms were not able to be reproduced with manipulation maneuvers and pocket manipulation. The device and two leads are still in use. No patient complications have been reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a resistance/impedance increase. Atrial lead impedance increased from approximately 400 ohms to approximately 1000 ohms between (B)(4) 2011 and (B)(4) 2011. Ventricular lead impedance also increased from approximately 480 ohms to approximately 700 ohms over the same time frame.